Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication due to drawer was failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to issue medication. The technical support specialist (tss) received a call from the customer reporting inability to issue medication because the drawer would not open. The tss instructed the client to log out completely and then re-sign in. After re-login, the customer was able to issue medication successfully. The system functioned as intended after the technical support specialist troubleshooted the issue.